Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Customer¿s blood glucose level was 168 mg/dl. Reportedly, the customer added insulin, reloaded the cartridge, and successfully resumed insulin delivery.